Event description:
Three months postoperatively a palpable foreign body was noticed in the subcutaneous tissue over the medial joint line. Through a 1 cm incision a meniscal arrow, lacking its t-cap was removed.